Event description:
It was reported that the valve became occluded several mos after implantation.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests conducted at 0cm hydrostatic pressure. The valve did not pass the siphon test, or pressure-flow tests conducted at -50cm hydrostatic pressure. Debris in the valve may interfere with the delta chamber membrane resulting in siphoning. The valve did not pass the leak test due to holes in the reservoir and adjustments mechanism. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.